Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, 2 devices cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 1 video for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. However, 10 retention samples underwent functional testing, and the failure mode of cracked tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Based on the low defect rate for the batch in question, no actions are planned at this time. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, 2 devices cracked. No adverse impact was reported regarding the patient or user.